Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the surgical procedure the doctor reamed a measure more than the nail choose, he had to impact the nail to introduce it. When they did the radiographic verification he observed that the nail was bent in recurvatum and he had to remove it. It was so difficult to remove. The surgeon than located the guide and implanted a smaller diameter nail.

Manufacturer narrative:
Evaluation conclusion: the reported issue was confirmed. The nail was classified as primary product during investigation. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). Furthermore no deviations were found regarding the raw material and dimensions. The nail returned was documented as faultless prior to distribution. Internal test# (B)(4) revealed the rigidity within specification. A manufacturing issue could be excluded. The customer reported that the nail got bent during insertion into the bone. Bone material is much weaker than implant steel; therefore first the bone would break before the nail starts bending. Therefore the reported event is very unlikely. The bearing deformations on the nail surface indicate that the nail contact a hard or harder object (no bone) during bending process, most likely the nail was fixed in a clamping tool. Therefore it is more likely that the nail was bent prior to insertion by the user. Bending or contouring of the nail is not necessary; the nail is already curved for a smooth insertion and bone anatomy. Furthermore the IFU stated that bending could lead to an implant failure and implant damages shall be avoided. The case is attributed to an abnormal usage. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
During the surgical procedure the doctor reamed a measure more than the nail choose, he had to impact the nail to introduce it. When they did the radiographic verification he observed that the nail was bent in recurvatum and he had to remove it. It was so difficult to remove. The surgeon than located the guide and implanted a smaller diameter nail.